Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). All affected consignees were notified by letter beginning (B)(4) 2010.

Event description:
Customer reported he had been unknowingly using test strips associated with the on-going field action for abbott's precision family test strips. He further reported that on (B)(6) 2011 he "suffered a sugar crash"; due to a slow fill issue with the test strip. Customer noted he became unsteady on his feet, was disoriented, "somewhat incoherent", experienced diaphoresis and was "cold to the touch", which resulted in a subsequent loss of consciousness. Paramedics were called and treated the customer with glucose tablets and gel. Customer also self-treated with glucose tablets. There was no report of death or permanent injury associated with this issue.